Event description:
On 9/18/97, nellcor puritan bennett ("npb") received from a distributor in australia, a copy of an incident report that was filed with the australian regulatory body. The report from hosp alleges that a 62 y/o male undergoing a hemorrhoidectomy was being monitored with a spacelabs monitor and npb model ds-100a oxygen transducer. According to the report, the pt was anesthetized, and subsequently allowed to remain apneic. The hosp stated: "normally, the physician leaves the pt in this situation...until their saturation begins to fall and at about 93% give them a few breaths to restore the saturation. After about five minutes, the pt appeared cyanosed but the saturation on the pulse oximeter remained at 96%. The physician then checked the pulse oximeter which was on the forefinger of the left hand. The probe was not covered and was exposed to both the ambient fluorescent lights and the theatre light. The probe was at an angle of about 20 degrees to the finger. When physician re-positioned the probe on the finger, the saturation immediately fell to 62% which was much more consistent with his appearance. The physician immediately turned to 100% oxygen and began ventilating the pt. His observed color became pink in about 60 seconds and his pulse oximetry rose steadily to finally become 96%. Follow-up in recovery and in the ward the next day showed that the pt had not suffered any harm."